Event description:
It was reported by the patient¿s husband stated that using the vns magnet to disable the device causes his wife to be 100 more times alert. The patient has aspiration and is in the ER. No additional or relevant information has been received to date.

Event description:
It was reported by the patient¿s husband that the patient had been hospitalized and almost died due to their aspirated pneumonia. The patient had lost (B)(6) pounds as she was unable to eat or drink. Attempts for more information were made to the patient's new neurologist, but no information has been received to date. No additional or relevant information has been received to date.

Event description:
The patient¿s autostimulation mode was programmed off, but normal mode and magnet mode were left on. The diagnostics were normal. No additional or relevant information has been received to date.

Event description:
It was reported that the patient has had food and water go into their lungs while eating due to stimulation. This food and water caused aspirated pneumonia which resulted in hospitalization. The patient also parkinsons, not alleged to be due to vns. The patient had not been seen by their neurologist on record in two years. It is unknown who the patient is currently seeing. Programming history was reviewed and there were no anomalies. No additional or relevant information has been received to date.